Event description:
It was reported that the patient presented with pain at the ipg site. It was also reported the patient had high impedances on the right occipital lead and right extension. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg, the right occipital lead and right extension were explanted and replaced to address the issue. Effective therapy was restored post-op. It is unknown which occipital lead and which extension were liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 7828254. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.